Event description:
Infusion pump failed to release pain-killing medication. Pump mechanism was found to be occcluded. Pt had to undergo add'l surgery to remove malfunctioning pump and replace it with new pump.